Event description:
Material no: 381434, batch no: 9140536. It was reported that after use of the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter: needle on 20 gauge IV would not retract using retracting button, stayed unretracted. No harm to pt or staff.

Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 381434 batch no: 9140536. It was reported that after use of the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. The following information was provided by the initial reporter: needle on 20 gauge IV would not retract using retracting button, stayed unretracted. No harm to pt or staff.